Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Investigation of returned catheter revealed that the catheter outer layer of plastic material and the tip polymer material were badly damaged, that some breakage damage into fragment was suspected. The possibility of the fragment remaining in the patient body was highly suspected though no complication was reported. Lot history review revealed no anomaly relating with the reported event. Based on the obtained information and the outcomes of the investigation, it is presumed that catheter tip might got stuck in the vessel when it was advanced in to the septal vessel by retrograde approach, rotational manipulation to catheter resulted the guidewire getting stuck with the catheter, also the outer surface of catheter was damaged by torsional force from rotational manipulation and the rubbing friction with vessel. Warning section of the IFU describes; "if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel." "Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damages or rupture the catheter, or damage the blood vessel.

Event description:
Reportedly, procedure was to treat a lesion at lad, other manufacturer's devices were used in an antegrade approach, but it was unsuccessful, then retrograde approach was attempted using the subject microcatheter. The catheter was advanced into septal vessel over a guidewire, where it was felt the devices got stuck each other, devices were removed out as a unit. The procedure was continued using other system and devices, completed with no other trouble or event. Reportedly the patient suffered no complications, no impact to the procedure was reported. Upon investigation of the returned catheter, it was found that the catheter outer layer of plastic material and the tip polymer material were badly damaged, some breakage damage in fragment was suspected, and the possibility of the fragment remaining in the patient boy could not be deniable.